Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases.

Event description:
Health professional reported a tissue expander was "leaking" while being filled. It is unknown if surgery was completed with a back up device. Device was not implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one opening assessed as curved and striated. Based on the device analysis the final assessment is: one opening curved striated assessed as surgical damage.

Event description:
Health professional reported a tissue expander was "leaking" while being filled. It is unknown if surgery was completed with a back up device. Device was not implanted.